Manufacturer narrative:
Concomitant products: product ID 377760, lot # n0030498, implanted: (B)(6) 2005, product type lead; product ID 377760, lot # n0030492, implanted: (B)(6) 2005, product type lead; product ID fa37742, serial # (B)(4), implanted: (B)(6) 2005, product type programmer, patient. (B)(4).

Event description:
It was reported that when the patient was implanted, one corner of the battery was not deep enough and that caused an infection so over the course of the year they removed the battery so the patient could heal. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.